Manufacturer narrative:
Although the investigation is still in progress, testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013088 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000/ lot 1013088 and test base part number 190-430/ lot 1013088 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013088 show that the complaint rate is (B)(4). A supplemental report will be submitted after completion. Please see related MFR report #s:1221359-2021-00234 - 1221359-2021-00236.

Event description:
The customer reported a false positive result on a direct kitted nasal swab of both nostrils with the ID now covid-19 assay performed (B)(6) 2021. Confirmation testing from sample collected on the same day with alinity m2000 generated negative results (CT values not provided). The patient was discharged home. No additional information was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to specific patient sample, cross contamination, or environmental contamination. Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert.